Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6)-2010, the humapen memoir burgundy pen was reported to have a blinking display and not be functioning correctly. This humapen memoir burgundy pen was associated with product complaint (B)(4), lot 0712c02. The returned device was found to be showing a reset mode with missing segments on the display. The operator of the device was unknown. It was unknown if the user was trained. This device model was used for an unspecified length of time. The device was returned on (B)(6)-2010. The humapen memoir burgundy pen was not continued. Update (B)(4)-2010: additional information received on (B)(4)-2010 from the global product complaint database added the device specific safety summary; and updated the (B)(4) fields and the narrative.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary a pharmacy claims on behalf of the patient that the memoir pen device is blinking on display and does not function correctly. The device was returned for investigation (pen batch 0712c02, manufactured in december 2007). A detailed investigation determined that the root cause of the missing segment malfunction and reset mode was liquid ingress while in the field. The liquid that caused the malfunction is unknown. The liquid ingress resulted in a corroded open copper trace on the circuit board which caused a discontinuity in a control signal to the display. The liquid ingress caused rust, residue and corrosion in several locations including the matrix that caused the dial sensor temporary errors. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly at xxx-xxx-xxxx or your healthcare professional. Corrective action, liquid ingress - a corrective action has been initiated to redesign the flexible circuit board to improve the protection of the electronic connections. Improper use and storage - the type of liquid is unknown. Therefore, the malfunction cannot be attributed to improper use or storage.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir burgundy pen was reported to have a blinking display and not be functioning correctly. This humapen memoir burgundy pen was associated with product complaint 1431026, lot 0712c02. The returned device was found to be showing a reset mode with missing segments on the display. The operator of the device was unknown. It was unknown if the user was trained. This device model was used for an unspecified length of time. The device was returned on (B)(6) 2010. The humapen memoir burgundy pen was not continued.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed. Complaint suggestive of reportable malfunction/near incident. Will investigate further.